Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of device embolization for the sapien 3 valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the use of transcatheter heart valves. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Late valve embolizations are likely related to valve under sizing, malposition or incomplete expansion, or lack or anchoring mechanism (characteristics of the pre-existing valve or ring). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for mitral death events for the sapien 3 valve. This report summarizes 1 event of device embolization death event for the sapien 3 transcatheter heart valve for (B)(6) 2020. The age range for this event is 62. The breakdown for gender is as follows: 1 male. (B)(6) 2020 data extract includes data provided by acc for q4 2019 (october 1 ¿ december 31).

Manufacturer narrative:
Supplemental report to add noe statement and provide information.

Event description:
This report summarize <noe> 1 </noe> event of device embolization death event for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
This report have been updated.  Additionally, at the time the initial report for this mitral event was submitted, the event did not meet the tvtr criteria for summary reporting under exemption e2016006.

Event description:
Per the information received from the thv/tvt registry for (B)(6) 2020 data extract for mitral deaths for the sapien 3 transcatheter heart valve,  a (valve embolization) occurred.  No additional information is available for this event.